Event description:
Upon receipt of the device, the field service rep (fsr) reported that the oxygen sensor cartridge was leaking. There was no pt involvement.

Manufacturer narrative:
This was an "out of box" issue and the field service rep (fsr) ordered a replacement cartridge. Investigation in process, but not yet completed.